Event description:
The facility representative contacted a (B)(4) technical service representative to report a flogard infusion pump with an inoperative keypad; this condition had the potential to interrupt delivery. This condition was found in the biomed department. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Device evaluation: the condition of a colleague infusion pump with an inoperative keypad was confirmed and duplicated by a baxter (B)(4) service technician. This condition was caused by the pump's keypad flex connection that failed. The connection tape was applied and renewed to fix the reported problem. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a service history review was performed and no previous service events related to the reported condition were identified. The device history record review revealed that the data card was discarded per doc. 20j retention period.